Event description:
It was reported that, during a routine check the cardiosave intra-aortic balloon pump (iabp) unit is not turning on battery is not charging. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not turning on battery is not charging.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
N/a

Manufacturer narrative:
The following was performed by service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received pressure transducer high pressure 500 psig and connector cable with a reported unit failure of corroded components. The fat performed a visual inspection and observed white residue on the connector cable and the pressure sensor. Due to saline spill on the connector cable and pressure sensor, it cannot be installed and investigated any further.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was informed that the customer resolved the issue, but was unsure how. The fse found corrosion on the connections between the high pressure helium transducer and the power supply monitor board. There was also saline residue in the lower compartment of the cart. The fse replaced the transducer and transducer cable. The unit passed all functional and safety tests according to factory specifications.